Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right ventricular (rv) channel. No oversensing and no pacing inhibition was observed in the most recent anti-tachycardia pacing (atp) episode. The patient presented to the clinic, it was noted crosstalk signals and atrial pacing as well. Programming options were discussed and recommended. Currently, this ICD remains in service and no adverse patient effects were reported.